Manufacturer narrative:
At this time, the product remains in-service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead had high out of range pacing impedance values greater than 2500 ohms. The device was explanted and replaced, and the ra lead remains in-service. No additional adverse patient effects were reported.